Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced a ¿tremendous amount of pain at the back of their right eye¿, ¿possible vascular occlusion¿, and ¿some bruising¿ the next day after they were injected in the medial tear troughs with 0.2cc of juvéderm® volbella¿ xc. Treatment is noted as hylenex, ocular massage, aspirin, and tramadol. It was noted ¿pain significantly went down by the end of the day and patient still reported having perfect vision."